Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump has a persistent alarm. Nothing appears on the screen. No patient involvement reported.

Manufacturer narrative:
Device evaluation: tamper seal is intact, observed front corners of top case are chipped. Unable to review event history log due to blank screen and constant alarm. Incomplete process of uploading from base to head. Uploaded from base to head by using power point process. Performed pm maintenance and all functional testing. Blank screen with constant alarm found caused by incorrect process for software update by customer. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.